Manufacturer narrative:
Submit date: 06/10/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit is pumping fast.

Manufacturer narrative:
Submit date: 11/03/2016. An investigation of kangaroo joey pump was performed for the reported condition of; the unit is pumping fast. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to failure of the unit¿s gearbox and damage to the unit¿s rotor. The gearbox and rotor were replaced to correct the issue. The unit was then tested; unit passed all testing. Kangaroo joey pump was manufactured in 2011. A review of the device history record shows this device was released meeting all manufacturing specifications.